Manufacturer narrative:
The customer reported that they experienced overheating. There were no allegations of patient/user harm or incorrect results. The customer also reported that the overheating occured because they inserted the batteries incorrectly. This report is being provided based on the product correction response form submitted by the customer on 3/19/2020 as part of res 84274. Customer was contacted for further detail, but due to working from home they could not provide specific analyzer information. It is known that improper insertion of batteries - in any device - may result in overheating, battery leakage, etc., which is stated in the labeling of most battery manufacturers.

Event description:
The customer reported that they experienced overheating. There were no allegations of patient/user harm or incorrect results.